Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was completed with three proglide devices, via a 6f sheath using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to 14f and the tavi procedure was completed. Reportedly, during knot tightening a knot lock occurred with all three proglide device sutures. Another proglide device was used, but hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.